Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Please describe the patient manifestations of the reported abscess (location, severity). Please provide the onset date/time of abscess from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Please describe any medical intervention performed including medication name and results. What is the patient's current status? Product lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and an absorbable adhesion barrier was used. After switching from a competitive product, small incision was performed, and an abscess developed. The patient took antibiotics and there was no problem with the patient after that. The surgeon opined that the event might not have been caused by the absorbable adhesion barrier, but it occurred at the early stage of switching from a competitive product, so there is slight suspicion. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure, unknown. Date and name of index surgical procedure, abdominal laparoscopic surgery but detail is unknown. The diagnosis and indication for the index surgical procedure, unknown. Were any concomitant procedures performed, not reported. What symptoms did the patient experience following the index surgical procedure? Onset date? An abscess developed under small incision. Other relevant patient history/concomitant medications, unknown. Please describe the patient manifestations of the reported abscess (location, severity). Under small incision. Please provide the onset date/time of abscess from the initial surgical procedure. Unknown. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure, not reported. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? The patient took antibiotics. Were cultures performed? If so, please provide the results. Unknown. Please describe any medical intervention performed including medication name and results. Antibiotics was prescribed and the patient is stable. What is the patient's current status, no problem. Product lot number, unknown.